Event description:
It was reported that following a left ventricular (lv) lead output adjustment, the patient presented to the emergency room due to possible intermittent phrenic nerve stimulation. It was further reported that the patient had a device check and intermittent phrenic nerve stimulation was confirmed. The lv lead vector was changed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: w4tr01 crt-p; implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.